Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced relapse peritonitis. On the same day, the pt was hospitalized for the event. The cause of peritonitis was not reported. Treatment was not reported. Seven days after hospitalization, the pd catheter was removed. The outcome of the peritonitis event was not reported. Additional information was requested but was not available.